Event description:
Depuy acromed received a complaint that a kaneda sr driver broke. According to the complainant, while the surgeon was tightening the large screw, the head of the screwdriver broke off in the implant. They were unable to remove the tip from the implant. The screw was then able to be tightened using another instrument. There were no adverse consequences to the pt.